Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2014. Inratio: 5.9, 4.0, 2.9. Lab: 8.0. There were 2-3 minute intervals between inratio tests. There was 30 minutes between inratio tests and lab draw. Therapeutic range: 2.5-3.5. Patient is anemic but hematocrit is within validated range. Patient's hematocrit = 33.5%.

Manufacturer narrative:
Product was returned for investigation. The complaint was not confirmed. Return strip testing results met both accuracy and strip repeatability criteria. Investigation of the returned meter did not uncover any deficiencies. The meter continues to meet specification. Patient was reported to be taking lovenox. This is considered off-label usage and cannot be ruled as a cause for the error experienced by the customer. A review of the manufacturing record for the lot did not uncover any non-conformances. Lot meets release specification. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.